Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results was 153 mg/dl on meter and 114 mg/dl on lab. Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.